Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-09009. It was reported that following multiple falls, the patient's leads migrated and stimulation became ineffective. In turn, surgery may occur to address the issue.